Event description:
It was reported that the rv lead exhibited lead noise. The rv lead was unplugged from the rv port and moved to the ra port to be used as back up and a new rv lead was implanted in the rv port. The patient was asymptomatic prior to procedure and stable after the procedure.